Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline 1 ml/ml via an implantable pump. Indication for use was non-malignant pain and joint pain/arthritis. The date of the event was (B)(6) 2016. It was reported an alarm was heard and confirmed by telemetry. The reason for the alarm was unknown. On (B)(6) 2016 end of service (eos) occurred; (B)(6) 2016 stopped pump period may exceed tube set. The pump was to be replaced by (B)(6) 2016. The pump had been stopped since (B)(6) 2016. The pump was stopped due to off state. No symptoms were reported. The patient experienced lumbar radicular pain. The symptoms were not related to the device or therapy. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The procedure was not due to a problem with the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The patient could not have surgery to replace/remove the pump due to high infection rate. The pump was turned off and left in.